Event description:
It was reported that the ventilator generated alarms indicating high pressure. There was no patient harm. Manufacturer's ref.#: (B)(4).

Event description:
Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
The logs has been reviewed. The event log shows that the clinical alarms volume delivery restricted was generated, as an indication of difficulties with ventilating the patient. The alarm for volume delivery restricted is generated when the set volume is not attained, due to imposed restriction of the set airway pressure alarm limit. The alarms are related to the parameter settings and alarm limit settings for the chosen ventilation mode (prvc). This is a clinical issue case on patient where prvc mode may not work due to patient condition or clinician's choice of settings may be sufficient (since after changing to pc mode, patient was better). The test log revealed that the ventilator passed the pre-use check successfully prior date of the event. The technical log does not include any errors that may be associated with a ventilator malfunction at the time of the event. The root cause could not be determined. A correction of field # d1 brand name, # d4 version or model #, # d4 unique identifier (UDI) , #h4 device manufacture date. D1 - brand name - previous brand name: servo-n, corrected brand name: base unit servo-n. D4 - version or model # - previous version or model #: servo-n, corrected version or model #: 6688600. D4 - unique identifier (UDI)# - previous unique identifier (UDI)#: missing, corrected unique identifier (UDI)#(B)(4). Previous device manufacture date #: unknown, corrected 2019-08-19.